Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a ureteroscopy using a universa soft ureteral stent set, the physician tested the product before the procedure and found that there was a "crease" on the side of the drainage hole. This device was not used. The physician opened a new stent to place into the patient. No adverse effects to the patient have been reported as a result of this alleged product malfunction.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the manufacturer¿ instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one universa stent and positioner were returned for investigation. Upon first inspection a tear in the material on the proximal coil was noted. Closer examination revealed the tear originated at the last side port measuring 1cm long. The tear continued through the end of the coil. No other damage was found on the stent. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded a root cause for this event could not be determined. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.